Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The stm found the rear cover console to be damaged and the rear handle had sliced white pressure tube assembly causing a leak. To address the issue, the stm cut the tubing and reassembled without leak also straightened out rear cover. Stm advised the customer to order new rear cover to be installed. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that all pneumatic test during check out of the cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that all pneumatic test during check out of the cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involvement, thus no adverse event was reported.